Manufacturer narrative:
Risk assessment indicates: severity: 3 (critical). Reason: there has been no injury reported. The complaint behavior may potentially result in a serious injury. The gantry was rotating slowly. There are emergency-off buttons installed and were used to stop the unintended gantry motion. Probability: b (improbable). Reason: according to the user manual, the therapist must supervise the pt treatment at all times and stop any unexpected motion of the system before the pt is injured by moving parts. Component parts were returned and investigated. As a result, it has been determined that a power overload occurred within the drive signal power line, causing a power output failure. This condition would result in the observed uncommanded gantry motion. A final corrective action is pending.

Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. It was reported that there was an uncommanded motion of the device gantry. On this device, the gantry rotated in a clockwise direction about 90 degrees at a very slow speed (much slower than a normal commanded gantry motion) before the therapist was able to stop it manually by triggering a motion stop. There has been no mistreatment or injury reported.